Manufacturer narrative:
(B)(4).

Event description:
It was reported that a hospice patient presented during the device check to deactivate hv therapy. The device failed to interrogate multiple times with wand and etp. No source of emi was detected. Last merlin.net transmission showed available battery voltage. It is unknown if the patient received any therapies since. The patient is in dnr state. Magnet was placed on patient's chest. The patient did not experience any symptoms.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
It was reported that the device was explanted.